Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the bronchovideoscope had two scope communication error alarms, the e216 and the e237, which was noted during service. There was no patient involvement.